Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "data log was reviewed for evaluation on 04/24/2017. Complaint for a pairing issue was confirmed due to a permanent loss of connection. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection this is now being reported."

Event description:
Data log was reviewed for evaluation on 04/24/2017. Complaint for a pairing issue was not confirmed; however, the data log did confirm a permanent loss of connection. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection this is now being reported. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has voltage. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 04/24/2017. Complaint for a pairing issue was confirmed due to a permanent loss of connection. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection this is now being reported. No product was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.